Event description:
Further investigation identified the patient's scs ipg was explanted and replaced with a different model. Stimulation was restored with the surgical intervention.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's scs ipg is inoperable after not being charged for a year. An sjm representative confirmed the issue using the external devices. Surgical intervention will be taken at a later date to address the issue.